Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump will intermittently turn on and off without user input. The customer stated that this occurred during inspection of the pump. It was also reported that there was no pt involvement. The customer also stated that the "due for inspection" alert could not be cleared.